Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. Although there was no serious injury or death reported, if a frayed power supply were to recur, it could result in a serious injury or death. Therefore hillrom is reporting this malfunction.

Event description:
Customer reported device not holding charge. Due to the power supply being frayed. This incident was captured under hillrom complaint ref # (B)(4).